Manufacturer narrative:
Complaint is confirmed. After a visual investigation of the plastic housing detached from the plastic base, it was noted that the ultrasonic welding of the entire battery was broken and opened. The most likely cause of the reported failure is a user error or the device's drop due to the broken ultrasonic welding.

Event description:
On 9/29/2023, it was reported by a facility representative via (B)(6) that an ar-600l battery pack housing was split along the seams. This was discovered during the battery removal after the case, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.